Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Visual inspection revealed that the unit returned has the imaging window detached from the lapjoint. No issues were found in the hub. Impedance testing shows a good unit wave form. Full image characterization testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 18mar2016. It was reported that outer casing detachment occurred. During a procedure, an opticross¿ imaging catheter was selected for use. However, after several use, the outer casing of the device came off. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good. However, device analysis revealed the imaging window detached from the lapjoint.